Event description:
(B)(6) received information that during the implant procedure of a transcatheter aortic bioprosthetic valve, a terumo hemostatic catheter valve was used. As reported, this hemostatic valve was not sufficiently deployed and was reported as a defective hemostasis valve. The physician filled the terumo hemostatic valve with air, but the valve deflated, and bleeding occurred slowly. This resulted in blood leakage from the terumo hemostatic catheter. As result, 2 units of red blood cells were transfused. The event was reported as resolved. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).